Event description:
It was reported that normal battery depletion occurred, during the routine pump replacement surgery the catheter did not flow when d is connected. The patient had been taken to the operating room for the routine replacement because the normal elective replacement indicator was 2 months. When the pump was disconnected, no cerebrospinal flow was observed. The tissue along the catheter track was released and it was reported there was still no flow. The catheter was then cut "in back" and still no flow was observed from the spinal segment. The spinal segment was tied off and kept in the patient. The proximal segment was removed and an ascenda catheter was implanted. It was noted a "cervical lami done secondary to fusion and new catheter placed." The patient reportedly experienced no symptoms or complications. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
The pump and one segment of the catheter were returned. Final analysis of the pump revealed no anomaly found. Final analysis of the catheter revealed catheter incomplete, returned in segments, no significant anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.